Manufacturer narrative:
.

Event description:
It was reported that during a generator change out procedure, the atrial lead exhibited noise. The lead was capped and replaced. No adverse consequences occurred to the patient.